Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that additional diagnostics have been made, and the urodynamic observation showed that the patient had a large residue. There was no clear detrusor overactivity, but complaints were still there. The patient had anticholinergics that helped a little. They were advised to visit a pelvic floor therapist. Due to the residue, the patient catheterized twice a day to satisfaction. The nurse was waiting, and if the patient complained again, they would be contacted. In the meantime, the patient kept the therapy off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Ins and lead model numbers were provided. It was reported that the lead was implanted in (B)(6) 2018, and that the event began in (B)(6) 2019. An impedance check and x-ray were performed. The cause of the event was reported to be a misstep while playing with a bowling ball. Reprogramming was performed. It was noted that the patient was a women born in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in recently with bowling got away and since then the patient complained of more frequent miction, nerve pulls in both legs and vaginal area, and pain around the ins. It was noted that the patient was a woman born in (B)(6), and that the ins was implanted in (B)(6) of 2018 due to hypocontractile bladder. The patient had reasonable effect; they still needed to catheterize, but less frequently than before placing the ins. There was nothing to be seen from the outside. The patient recently had an electromyogram (emg) measurement at a neurologist, after which these complaints persisted. It was noted that the ins was turned off during the emg measurement. The rep now measured high impedance between 1458 ohms and 2450 ohms. It was noted that there was no x-ray of the sacrum made recently.